Manufacturer narrative:
Batch review performed on 19 december 2019: lot 182023:(B)(4) items manufactured and released on 19-jun-2018. Expiration date: 2023-06-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed due to pain caused by patella bone fragment. The surgery was completed successfully resurfacing the patella implant and removing the patella bone fragment.